Event description:
Numerous elevated advia centaur ipth test results were obtained by the customer and considered discordant when compared to earlier test results. There was no known report of patient treatment being altered or adverse health consequences due to the elevated ipth test results.

Manufacturer narrative:
The cause for the falsely elevated advia centaur ipth results may be attributed to biotin interference. There were no patient samples available for follow up in-house testing, however it was confirmed that the patients are taking biotin with quantities unknown. The instructions for use (IFU) for the non enhanced pth method states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis."